Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing resulting in inappropriate atrial tachy response (atr) episodes. The noise and oversensing was greater than two seconds long however there was no pacing inhibition observed as this patients intrinsic rhythm was coming through. Ultimately this ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.